Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3655-60, lot# 0211518180, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿problem¿ with the tunneling tool was experienced during the operating procedure. It was further reported that the ¿extremity of the tip¿ was broken inside the patient, during normal use of the device. The broken tunneling tool tip was retrieved from and the physician used another tunneling tool as a result. The implant procedure was completed at that time. There were no surgical interventions planned or performed due to the issue and the patient was alive with no injury at the time of report. The cause of the issue was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient was normal and did not have any unusual anatomy that made tunneling difficult and that prior to the tunneling tip breaking, the procedure was normal. The tunneling tool was not checked prior to use during the procedure as it was ¿not the first time the physician used this product.¿ there were no abnormalities or issues seen with the tunneling tool and the tunneling tool was not modified prior to use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the broken tunneling tool tip had not actually been retrieved. As of (B)(6) 2016 there were no additional surgeries planned or performed to remove the broken tip. It was noted that in an effort to retrieve the broken tunneling tool tip from the patient¿s body, x-ray imaging was performed and ¿pass a long of time to find it during the procedure.¿